Event description:
It was reported that the zimmer meshgraft ii was not meshing and had to do three grafts. Additional info was received on 09/10/2010 through clinical follow up, indicated that the two additional grafts were required to be harvested due to the mesher not meshing on the right 2/3rds of the graft.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The device is 7 years old. The device was out of calibration by 0.002" on both sides. However, this was unlikely to cause the issue. Inspection of the cutter revealed damage to the cutting edges resulting in flattened areas and some displaced metal. The roller and cutter were replaced to resolve the issue. The cause of the issue is likely due to user damage to the cutter. The device was service and returned to the customer.